Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer reported that the vessel sealer extend would not recognize. The customer received a message stating that the blade was not retracted. A backup instrument of the same kind was used. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failure during initialization to be related to the customer reported complaint. The instrument was returned with 1 life remaining. Based on log review of remotefe and dsp logs, the instrument was found to have multiple homing failures during initialization, error code 22026. The instrument was placed on an in-house system and failed initialization. Failure analysis found the secondary failure of dislodged blade to be related to the customer reported complaint. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.103". The conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. A review of remotefe log did not show any blade jammed failures. After manually retracting the blade, the instrument was placed on the in-house system and passed initialization. The instrument passed cut a energy delivery tests. The knife slot test passed at 0.027". The instrument likely failed initialization due to the dislodged blade. Root cause is not determinable. Additional observation not reported by site: the instrument was found to have 3 of the ceramic dots dislodged from the distal end. The ceramic dots were not returned with the instrument. Root cause of this failure is attributed to the user.